Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) replaced display, inverte, pcb, color video receiver and found damaged inverter cable. Ordered new cable. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a

Event description:
It was reported that before use the screen of cs300 iabp (intra-aortic balloon pump) was going in and out. There was no patient involvement.

Manufacturer narrative:
Additional information: due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.